Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/16/2013 with the following findings: the reported complaint was not duplicated. No high pitched sounds were found with the pump. No display issues were noted.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (display issue) issue. The reporter alleged that there was a high pitch sound whenever the screen is lit up. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.